Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a diagnostic ultrasound and when she turned it on later that evening, she said stimulation didn¿t seem as strong at the same level so she turned it off for the night. Patient stated she did not sleep well that night and her husband told her that she was moaning and tossing and turning all night. No traumas were reported to be related to this tissue. Patient reported recently medical test or emi environmental exposure. It was suggested by patient services for patient to consider scheduling check of current battery status and request longevity estimate calculation be performed. No further complications were reported/anticipated.